Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pace impedance greater than 2000 ohms. The rv lead was capped and a new lead was successfully implanted. There were no adverse patient effects reported.